Manufacturer narrative:
We have not received the device for evaluation. Hence, we could not conclusively determine the root cause of the defect. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. (B)(4) units were manufactured under this lot number and (B)(4) of the grafts had a removable external support. We have not received any other complaints of similar nature for the grafts from this lot. We have not received any other information from the hospital despite our requests for additional information about this incident. At this time, we are inconclusive about the root cause of the issue. The investigation is ongoing.

Event description:
Surgeon had to remove the graft after there was an issue with the spirals of the graft and the graft kinked. So, he had to replace the graft with a new one.